Event description:
A report was received that a patient was explanted due to a burning sensation in her right foot that appeared to get worse when the stimulation was turned on. The patient presented post-op with a burn over the ipg site, the cause of which was the patient's charger. The physician prescribed neosporin for the burn. The burn was blistered and reportedly burst, exposing the ipg. The physician is not sure about the reason the patient was experiencing the burning sensation in her foot. The physician believes the battery was heating up from the inside out and caused the blistering over the ipg site. The physician noted a second spot showing signs of erosion next to the blister that already burst. A tissue sample was taken and sent to pathology. When the physician opened the pocket, there was discoloration under the battery and he thought there was tissue damage. The patient is reportedly doing well.